Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band ligator was used during an esophageal varices ligation procedure (a male patient; weight unknown). According to the complainant, when doing the ligation, the wire was so stiff, it broke (inside the scope in the patient) when unloading the elastic, not the first one. They stopped the procedure at this point, since they will have to see that patient again, not the first and not the last ligation. According to information obtained during clinical follow-up, the complainant has indicated they were using the handle and rotating it when this event occurred. There were no patient complications reported as a result of this event. According to the complainant, there was no harm done to the patient.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Based on information obtained during clinical follow-up, the complainant indicated they were using the handle and rotating it, instead of pulling the wire from the loop at the handle as defined in the dfu (directions for use). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.